Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. (B)(4). A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and presented on (B)(6) 2021 with displaced flap of right eye (od) off the cornea and lying on the superotemporal conj. The topical steroid dosage was increased and a flap lift and rinse was performed and wrinkles were smoothed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision and pain. Patient has a sleep disorder and is able to remove a tight fitting mouth guard without waking up. Given sleep disorder patient probably rubbed her eye in her sleep. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2021: right eye pre-op 20/20 -4.50 x -3.00 x 93; left eye pre-op 20/20 -3.00 x -4.00 x 85.